Manufacturer narrative:
No procode, common device name and/or 510(k) provided as this device is not released for distribution in the united states. The positioning sensor unit (psu) was returned to the manufacturer for analysis. Analysis found that the returned psu powered up without the amber fault light on but a check of the event logs showed history of intermittent illuminator current low messages. Otherwise, the psu passed an accuracy test (aak) at 0.18 mm with a passing threshold of 0.35 mm. Analysis found that the reported event was related to an electrical issue. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the error indicator light of the positioning sensor unit (psu) was lit up. There was no problem with operation. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning normally after part replacement. The system passed the system checkout and was found to be fully functional. The positioning sensor unit (psu) was sent to the vendor for additional investigation. Vendor investigation confirmed the failure and isolated the issue to an illuminator printed circuit board (pcb) fault. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: manufacture date provided. If information is provided in the future, a supplemental report will be issued.